Event description:
The center reported that the pt's device was explanted. The pt was reimplanted with another cochlear device. The reason for the explant was elective surgery for the purpose of obtaining a technology upgrade.